Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited far r wave oversensing. No intervention was performed. No patient symptoms were reported.